Event description:
It was reported that the procedure was to treat a de novo lesion located in the left anterior descending (lad) coronary that was both moderately calcified and tortuous. Wires were placed in the lad and diagonal arteries. After pre-dilatation of the lad was performed, the xience alpine stent system was advanced on the guide wire, but failed to reach the target lesion. It was thought that the cause for the failure to cross was due to the wires wrapping around each other, so the wire in the diagonal artery was removed and then replaced by another wire. When all devices were removed, it was noted that the wire punctured the balloon part of the stent delivery system. The procedure was completed with a non-abbott stent. There were no reported adverse patient effects and no clinically significant delay in the procedure and the patient had a good outcome. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling. D9, h3: device not available for evaluation